Event description:
It was reported by a customer on (B)(6) 2011 the fiber forward fired at 242,342 joules. The fiber was withdrawn from the patient and the fiber tip came off of the fiber while inside of the cystoscope sheath. The loose fiber tip was not inside of the patient. The fiber tip was recovered from the scope of the sheath. The patient did not experience any difficulties from this event. The patient is recovering from the procedure. No error codes were displayed on the console when this event occurred.